Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, there was leakage from luer lock, and the arterial luer adapter was detached. Customer reported that the device was unlikely cracked or broken, and the catheter was placed for a long period of time but the exact time was unknown. It was reported that the patient died due to hemorrhage on the day of the event. It is stated that the catheter remained in the patient and will not be returned.